Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer for the navigation system has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system became unresponsive when attempting to test connection with an imaging system. A hard shut down was performed on the navigation system, which then led to the navigation system not booting up properly and the unit cycled power. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The computer of navigation system was returned to the manufacturer for evaluation. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.